Event description:
Pt contacted depuy/broadspire as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the pt was revised to address pain and effusion. The operative report from the revision surgery states there was gross metallosis in the pseudocapsule. Corrosion was also noted between the sleeve and femoral stem.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.